Event description:
It was reported that during a video assisted thoracoscopic surgery procedure; when firing the device with the white reload on the pa, unexpected bleeding occurred. The case converted to open. Another endoscopic linear cutter with green reloads was fired five times across the specimen lung in an effort to remove it quickly and identify where the bleeding was located. The bleeding stopped on the last firing of the other device. It was then determined by the doctor the bleeding was from the specimen lung and not the patient side pa. He inspected all staple lines and had good "pneumostasis" (insufflated left lung to confirm) and hemostasis on all the patient side structures. He communicated he did not feel either of the devices were associated or caused the unexpected bleeding. The device was discarded.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the other device used was the plee60a. The doctor did not feel the stapler performed outside of its design and the bleeding was not associated with esc staplers. Was the site of the bleeding identified to be with the specimen lung after firing with the plee60a? Yes. Was the bleeding from the vessel staple line on the specimen lung (pve35a used on)? The exact location of bleeding from specimen lung was undetermined.